Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 485 mg/dl, also had reservoir leak and pump exposed to fluid .the insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specifications. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. Device received with cracked reservoir tube lip, cracked case at display window corners, stained end cap sticker, cracked lcd window, cracked belt clip slot and minor scratches on lcd window. The information provided that date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.